Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Incomplete aspiration/clot might have caused the falsely depressed results, the specimen might have been short sampled, as an aspiration error (aim 3375), indicating the possibility of bubbles/clot present in the sample was generated. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed ion results on the architect c16000 analyzer. The following data was provided: sid (B)(6) na initial 24, repeats 139, 138; k initial 0.9, repeats 5.5, 5.5. There was no impact to patient management reported.